Event description:
The procedure was coil embolization of right vertebral artery dissecting aneurysm that was not calcified and mildly tortuous. Access was made from right femoral artery. Initially, either an excelsior sl10 (stryker) or excelsior 1018(stryker) was placed distally to the target aneurysm. After having placed five embolic coils, the physician experienced difficulties delivering the 6th coil (cpl100256-30/g10331, complaint product) and it got stuck around the hub of the microcatheter. The deltaplush was safely removed from the microcatheter and was replaced for a new one (competitor's product) which could pass through the microcatheter without any resistance. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. Prior to use, no defect (kink, bends etc) was noted on both the mc and the deltaplush by visual inspection. Also no defects/damages were noted on any devices after the event. The complaint product is going to be returned for evaluation. No additional information is available. Additional information received from the affiliate indicated that the event occurred during coil introduction. The coil was safely removed and the procedure was completed with no information if the coil stretched or detached unintentionally. No patient injury reported.

Manufacturer narrative:
After having placed five embolic coils via either an excelsior sl10 (stryker) or excelsior 1018(stryker), there were difficulties during introduction of the 2.5mmx6cm deltaplush cerecyte microcoil in the microcatheter. The deltaplush was safely removed and was replaced with a new competitor's product which could pass through the microcatheter without any resistance. It could not be confirmed if the coil was stretched or detached after removal. The procedure was completed with no further issues and no reported patient injury. The returned coil was found to be damaged. The device was returned for analysis. The coil's socket ring was found pushed down inside the pet angle ring. The proximal end of the coil was severely buckled and compressed. The proximal section of the coil and the dried blood pattern exhibit snaking or compression. Located adjacent to the ball tip, the coil was severely buckled or kinked. Except as noted the remainder of the coil was undamaged. There are two possible contributing factors to the coil becoming stuck inside the hub during introduction. The primary contributing factor was distal interference. In this case, it appears that the post-procedure blockage of the blood mixture proximal to the coil did not affect the introduction of the coil into the microcatheter. The evidence strongly suggests that the there may have been a misalignment between the distal tip of the green introducer and the hub to microcatheter junction or a manufacturing defect in the same section. No damage was found to the green introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines 'caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition.' In addition, without the identification or the return of the microcatheter and the rotating hemostatic valve (rhv) used in the procedure with the complaint coil, it cannot be determined if these components contributed to the complaint event. Additionally, it was stated that either a sl-10 or an excelsior 1018 microcatheter was used. If the 18 series excelsior 1018 microcatheter was used with the 10 series microcoil system, then that would be a selection of an incompatible microcatheter which may have damaged the coil and caused it to become stuck. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of the 1018 microcatheter is 0.019.' Based on the available information, although a definitive conclusion cannot be made, based on the analysis, it appears that procedural handling during introduction resulted in the coil insertion difficulty and the damages noted on the returned coil. It is possible that the use of a microcatheter with an inner diameter greater than that outlined in the IFU for use with the micrus microcoil 10 system may also have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.